Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent (2.25mm x 18mm) to treat a calcified lesion in the lad with 90% stenosis but the device could not cross due to calcification. No clinical sequelae were reported. Device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the 7th and 8th distal segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis and calcification). Deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis and calcification). Inherent risk of procedure (stent deformation). (B)(4).